Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced due to difficulty by patient in using the system. Postoperatively, the patient has effective therapy and the issue has reportedly been resolved. As there was no allegation against the leads, the leads no longer need to be reported on.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 5. Reference MFR report # 3006705815-2019-00784. Reference MFR report # 1627487-2019-02870. Reference MFR report # 1627487-2019-02871. Reference MFR report # 1627487-2019-02872. It was reported that patient may undergo surgical intervention to explant the entire system. Reason for explant not yet provided.

Event description:
Device 2 of 5. Reference MFR report # 3006705815-2019-00784. Reference MFR report # 1627487-2019-02870. Reference MFR report # 1627487-2019-02871. Reference MFR report # 1627487-2019-02872.